Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hospitalization reported due to high blood glucose. Diagnosed diabetes ketoacidosis. The customer's blood glucose was 527 mg/dl at the time of hospitalization. Customer was vomiting for several hours. Larry also stated that the customer was wearing the insulin pump at the time of hospitalization and was calling because he wanted to know if the insulin pump was working. The current blood glucose reading is 159 mg/dl. Nothing further reported.